Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: complaint: customer is saying the catheter has a delayed retraction like the ones that was on recalled. They have tested caths in one of the boxes. Customer response on (B)(6) 2025. Can you please provide an exact date of event in format mm-dd-yyyy? 07/11/2025 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No. When you pressed the button, did the needle fully retract? The needle slowly retracted. Did the needle start retracting and then stop, leaving the needle exposed ? No. Did the needle not move at all after pressing the button? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Bd received 68 sealed 22ga x 1.00in. Insyte autoguard units from lot number 4239971. A sampling of 20 units were randomly selected for functional testing. The 20 units were inspected by breaking tip adhesion, slightly advancing the catheter, and then activating the button. A stopwatch was used to measure the time between button activation and full needle retraction. The results discovered 15 of the 20 units tested did not meet specifications. Microscopic analysis discovered gel that was dispersed throughout the chamber. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No new information.